Event description:
I had heart catherization done; doctor used an angioseal closure device to seal artery the same night after the procedure, my foot and leg went cold & numb, could not walk. The dr said, it was unfortunate that I had complication after the angioseal deployment, the dr said, it wasn't the procedure he performed. I had angioplasty done on my right common femoral artery that showed subtotal occlusion and had to be opened by balloon angioplasty. I still see dr for this problem. I had CT scan done in 2006, test said only two arteries on both sides, below the popliteal artery. Posterior arteries are not visualized. In 2007, dr says I have a rupture where artery has weakened from this problem.